Manufacturer narrative:
After battery installation, the insulin pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked liquid crystal display controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensortest, displacement test or verify pump error 25 due to display anomaly. The insulin pump was received with minor scratches to the liquid crystal display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for an error. The notification light did not stop flashing after the alarm was cleared. A new battery was entered and the alarms cleared and the time and date were updated. This was the second occurrence of the alarm within 48 hours. The insulin pump will be replaced or returned for analysis.